Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (B)(4) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient claimed that the alleged product issue first started ¿one month ago¿ when she obtained the alleged, unspecific, inaccurately high result of ¿190 ¿ 200 mg/dl¿ compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication, diet and/ or exercise (the patient did not provide any more specific information) and she reported that, in response to the alleged product issue, she took no action beyond her usual routine of diabetes management. The patient claimed that ¿one week¿ after the start of the alleged product issue she began to develop the symptoms of ¿blurred vision, tachycardia and dizziness¿. The patient reported that ¿three days¿ after developing these symptoms she attended her doctor¿s office where her doctor changed her medication to ¿2500 mg of metformin and 10 mg of forxiga per day¿. The patient reported that she has since ceased this change in medication due to ¿realising, using another meter, that her glucose was stabilised¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as she did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high blood glucose result with the subject meter.